Event description:
During laparoscopic surgery the hulka clip came off the applier into the patient's abdomen. During attempts to retrieve the clip it came apart in two pieces. The gold metal piece was retrieved, but all attempts to retrieve the plastic piece failed. The missing piece could not be located by x-ray.